Event description:
It was reported that the balloon catheter was used for post-dilatation. The balloon catheter was removed from the patient and upon flushing the device, it was noted that the tip was separated. Reportedly, there was no patient injury.